Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately calcified left superficial femoral artery. The 7.0 x 40, 75cm mustang balloon catheter was advanced to the lesion and was inflated. At an unspecified atmospheres (atms), the balloon ruptured. The device was removed from the patient. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the device observed no damage to the shaft of the device. The balloon showed evidence of being inflated. The device was attached to an encore inflation unit and a positive pressure was applied (20atm) with no leak or rupture observed. The inflation device was verified before and after use with a calibrated pressure gauge. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).